Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power. Upon startup a line on the display was observed. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The lcd module was replaced and the unit functioned as designed.

Event description:
The customer reported the device was received from repair with a line through the display. No patient consequence or impact reported.